Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "a timex extraction set was booked for the removal of a femoral nail. During the operation, they were unable to thread any instruments into the mole grip wrench. They have since reported to me a femoral fracture occurred."